Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via phone that the brush heads won't stay on the handle and become loose during use. No injury was reported.

Event description:
Consumer reported via phone that the brushheads won't stay on the handle and become loose during use. No injury was reported.

Manufacturer narrative:
25-aug-2021 concomitant product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.